Event description:
Faradise: (B)(4). Subject ID: (B)(6). It was reported that a farawave pulsed field ablation catheter, 31mm was selected for use. The patient experienced vasovagal reaction. Temporary pause occurred during pulse field ablation. Corrective action includes temporary pacing. No invasive intervention was performed. The vasovagal reaction was resolved. No further complications were reported. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.